Event description:
It was reported that the patients ipg had flipped as a result the device was not holding a charge and difficult to charge. The patient underwent a revision procedure wherein the ipg was placed two centimeters deeper. The patient was doing well postoperatively however difficulty charging still persist.

Manufacturer narrative:
Event date: exact date unknown, event occurred a week post implant procedure.

Event description:
It was reported that the patients ipg had flipped as a result the patient was having difficulty charging and holding a charge of the ipg. The patient underwent an ipg revision procedure wherein the ipg was placed two centimeters deeper. The patient was doing well postoperatively however difficulty charging still persist. The patient will undergo a revision procedure to relocate the pocket site. Additional information was received that the patient underwent a revision procedure wherein the ipg site was relocated. The patient was doing well postoperatively.